Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to an unspecified failure of the quick connect system. The existing aus was explanted and replaced. The patient's existing inflatable penile prosthesis (ipp) device was also revised during the procedure. The reservoir component of the ipp was explanted and replaced. The patient was reported to be doing well after the procedure. The explanted aus, as well as the ipp reservoir are not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.